Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported issue occurred during setup. There was no patient involvement at the time of event.

Event description:
It was reported that the e360 ventilator back up battery was not working. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider checked the back up battery voltage and found the voltage to be low. It is expected that the back up battery will be replaced.